Manufacturer narrative:
Vyaire medical file identification: (B)(6). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the screen of the vela ventilator is blank and the unit is not cycling either. There is no information of patient involvement as of this time.